Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed therapy with a homechoice device (hc) passed away. The cause death was unknown. It was suspected that the death was related to the pt's cardiac history, but this was unable to be confirmed. It was reported that pd therapy was ongoing at the time of death. It was reported that the hp was not performing therapy with a homechoice system at the time of death. It was reported that the hp was not performing pd therapy with a baxter solution at the time of death. It was reported by the pdrn that the hp died at home. It was reported that an autopsy was not performed. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the home patient passing away. A review of the service history revealed no indication that the parts replaced during previous servicing caused or contributed to the reported event. During evaluation, the device underwent electrical and functional testing and was determined to meet performance specification requirements. Internal and external inspection was performed and no issues were noted. All pressures were found to be correct and stable. The device passed all accuracy confirmation and temperature verification testing. A short simulated therapy was performed with no issues noted. No failure or malfunction or iipv event was identified that could have caused or contributed to the home patient passing away. The cause of the reported event could not be determined. The device will be sent to service. Should additional relevant information become available, a supplemental report will be submitted.